Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 33mm watchman flx laa closure device was implanted. At the five-year follow up, a large thrombus measuring 66 x 37 x 31 mm in size was noted to be attached to the posterior and superior aspect of the laa wall and bridged to the watchman device. The device-related thrombus was noted via transthoracic echocardiogram (tte) and confirmed with magnetic resonance imaging (MRI). The watchman device continued to occlude the laa. There was no thrombus noted within the laa. It is reported that the patient followed their post-implant drug regiment. The patient was placed on warfarin and expected to follow up to reassess the thrombus in three months.